Manufacturer narrative:
The investigation of the reported issue was completed based on the provided description and field information. It was determined that the system works as intended and no malfunction occurred. The user was not aware that the movement of the 3d top stops when the tube stand is the detent position. Siemens local service engineer tried to reproduce the issue at the customer site and was unable to find any issues with detent locking or sudden locking of system. The engineer confirmed that detent locking speed on the concerned unit was set to 150mm/sec. The engineer lowered the speed to the lowest speed of 125mm/sec; therefore, the frequency of detent engagement could be reduced. A detent adjustment was also performed by the engineer to ensure the system was accurately detecting the detents. The described lock up was caused by the tube stand detent function. Once the release button was pressed again, the detent was released, and the users were able to continue system usage. No physical issue with the detent function was identified at the customer site. The unit will continue to be monitored by the siemens engineer. It was recommended to the customer if they did not want to arrest the tube stand in the particular position, to pass the detent position quickly according to the operator manual. Since no general problem or additional risk is identified.

Manufacturer narrative:
E1: facility contact email address is: (B)(6). H3, h6: siemens healthineers is conducting a thorough investigation of the incident. The investigation is ongoing. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.

Event description:
Siemens healthineers was informed of a product malfunction and adverse event associated with the multix fusion max system. The technician was moving the x-ray tube from the wall bucky to the table to perform a tabletop x-ray when the tube stand unexpectedly engaged into detent position. The technician was at the hand control when the x-ray tube movement locked. The technician¿s arm wrenched up and back, and the momentum carried him forward. The technician's shoulder was injured during this event, and he went to the emergency room where he received an ultrasound examination. It was determined that the technician suffered a full thickness tear of the supraspinatus tendon. Additional information was received on (B)(6) 2024, stating the technician is still able to perform his work duties and has not needed time off work due to his injury. The technician started physiotherapy at the beginning of (B)(6) 2024 (exact date unknown) and is under the care of a sports medicine specialist. There was no patient involvement in this incident.